Event description:
During the procedure a partial section of the balloon of this device failed to inflate. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.